Event description:
No blood glucose levels reported. The wife of the customer reported a blank display on the insulin pump. The wife of the customer did not have the insulin pump at the time of call. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.